Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump repeatedly alarmed compromised forced sensor system alarm. Customer stated that the pump's piston continues to move forward after it makes contact with the reservoir causing insulin to squirts out. Customer's blood glucose reading was 266 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).